Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection was performed and the device returned broken in two sections with evidence of tension/torsion overload. Both sections are severely kinked and bent along the body. Moreover, the distal section has the spring tip partially detached with evidence of tension/torsion overload. The spring tip was not returned. The overall length of the proximal section was approximately 226.1cm and the overall length of the distal section was approximately 102.5cm. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08277. It was reported that a rotawire fracture occurred. The target lesion was located in the calcified left anterior descending artery (lad). A rotalink¿ burr and 330cm rotawire were used and advanced to treat the target lesion. After the procedure when doing dynaglide to remove the rotawire, it was noted that the rotawire was broken. A small part of the wire remained in the lad. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08277. It was reported that a rotawire fracture occurred. The target lesion was located in the calcified left anterior descending artery (lad). A rotalink burr and 330cm rotawire were used and advanced to treat the target lesion. After the procedure when doing dynaglide to remove the rotawire, it was noted that the rotawire was broken. A small part of the wire remained in the lad. No patient complications were reported and the patient's condition was good.